Manufacturer narrative:
The original awareness date for this event was reported as october 2, 2015 on the initial medwatch in error. The correct date of awareness was october 5, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that there was a complaint against a cmf device. No additional information was provided. No other information reported. Surgeon was performing frontal sinus surgery and three different screws broke intraoperatively. Several fragments were generated as a result. Some of the fragments were able to be retrieved and were discarded. Some of the fragments were left in the patient. The sales consultant was not able to provide specifically how many fragments were discarded and how many were left in the patient as he was not present during the surgery. The surgeon had back up screws available. There was a 20 minute delay in surgery. Surgery was completed successfully. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Implant and explant dates: device broke during insertion; device is not considered implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.